Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged low glucose overnight after taking a manual insulin injection while disconnected from the ilet, then reconnecting after filling a new cartridge; during the hypoglycemic event the ilet was dropped and its screen cracked, and a replacement ilet was shipped. Symptoms included hypoglycemia. Outcomes included no hospitalization or serious injury. Investigation included review of user report and device history with replacement arranged and return of the damaged device requested. Investigation of this case revealed physical damage to the ilet display consistent with accidental drop and user-managed insulin dosing outside the system workflow preceding the low glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to off-system insulin administration and subsequent reconnection timing, compounded by accidental physical damage to the device.